Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery lifetime, replace battery now alarm, and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery now alarm, and the issue was resolved by replacing the battery. Troubleshooting was performed for the battery failed alarm, and no damage was reported on battery cap contacts or battery compartment. The customer continued to receive battery failed alarms after inserting new batteries and restarting the pump. The customer did not try a replacement battery cap. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 05/22/2024 at 09:35:00.000, 05/25/2024 at 01:14:00.000, 05/27/2024 and 08:49:00.000, replace battery alert on 07/09/2025 at 07:42:00. Pump passed the displacement test, self-test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. Battery cycle 11.0 received the low battery alert (104) on 07/09/2025 07:42:00 faster than expected at 2.63 days. Battery cycle 9.0 received the low battery alert (104) on 07/06/2025 15:45:00 faster than expected at 2.29 days. Battery cycle 7.0 received the low battery alert (104) on 07/04/2025 07:32:00 after more than 7 days at 14.26 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Failed battery test alarm found in the pump history file/trace on 09-jul-2025 at 09:41:14. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Customer alleged for failed batt test alarm confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the pcba 1. Unexpected battery power loss and charge/battery lasts less than expected confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.